Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. Root cause could not be determined from the info provided by the customer. As of (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #310829 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency has not been established.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 2.0, re-test: 3.6,; (B)(6) 2013, 4.3; (B)(6) 2013, lab: 3.0; (B)(6) 2013, 1.9, lab: 2.4. Customer stated that the initial result on (B)(6) 2013 did not match her expectations. Time between tests on (B)(6) 2013: 30 minutes. Time between tests on (B)(6) 2013: 1 hour. Therapeutic range: 2.5-3.5.